Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Reviewed error logs in artemis/lighthouse and confirmed that error 31089, 17, and 307 did trigger in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on the known good in-house system and system powered up normally without any errors. Also, powered cycle system multiple times and still no issues, left system idle overnight and system still did not trigger any errors. Additionally, performed instruments driving test and functional test still could not find any issues. The unit was functioned as designed. The probable root cause cannot be determined based on failure analysis results. The common compute controller (ccc) was visually inspected and evaluated for its mechanical and/or electrical characteristics. However, the failure analysis investigations and in-house testing of the returned product were not able to replicate the customer reported event. No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, with dual console, customer was getting fiber errors and the system kept shorting. Customer stated they had ongoing fiber errors with this system. Also, customer stated they disconnected the second surgeon side console (ssc) and when proceeding with just one surgeon console it was working without any errors. Customer was proceeding with one ssc. Technical support engineer (tse) viewed system logs and saw errors on ssc2. The procedure was completing as planned with no reported injury.